Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2012 for this event and discovered a broken trough under the probe wash block. The fse replaced the probe wipe assembly which resolved the issue. Service activity was verified and the results met published specifications. Per coulter lh750 system operator's guide, document 4277249dc: warnings and precautions: beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) stating that the blood sampling valve (bsv) drip tray of the coulter lh 750 analyzer was full of fluid. The leak was contained within the instrument. The operator was wearing gloves and a lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. There was no impact to patient results.